Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: please clarify "noted the tissue was not cut off and deployed the staples,but no staple in the tissue." The staples were not insert into the tissue. During the third firing, did the device complete the cut line? No. Or, did the device only partially cut the intended tissue? Yes. Were there any issues with the cut line (jagged, crooked, dull knife, etc.)? Unknown did the device deploy any staples? Yes. If so, what were the appearance of those staples? Unknown.

Event description:
It was reported that during the radical resection of rectal cancer, after fired, noted the staples malformed on the 1st firing. Could not fire on the 2nd firing. Changed another reload, after fired, noted the tissue was not cut off and deployed the staples,but no staple in the tissue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r58m66. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with seven cartridge reloads present. The reloads (b and c) were received fully fired. The reload (d) was received partially fired 1/16. The reload (e) was received fully fired and with damage on cartridge deck. The reloads (f and g) were received partially fired 1/3 and with damage on cartridge deck. The reload (h) was received partially fired 1/2 and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage on the reloads is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Reload b and c: ecr60d, r59f6k, fully fired. Reload d: ecr60d, r56f6k, partially fired 1/16. Reload e: ecr60d, p5895u, fully fired with the cartridge deck damaged. Reload f: ecr60d, r5895u, partially fired 1/3 with the cartridge deck damaged. Reload g: ecr60d r58523, partially fired 1/3 with the cartridge deck damaged. Reload h: ecr60b, r58f28, partially fired 1/2 with the cartridge deck damaged. A manufacturing record evaluation was performed for the finished device batch numbers, and no non-conformances were identified.